Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer¿s blood glucose level. A customer service representative confirmed the alarm and assisted the caller in correctly loading a new cartridge, allowing the caller to resume insulin therapy successfully, resolving the issue.